Event description:
It was reported that the customer was hospitalized due to a hypoglycemic event in which the customer lost consciousness and had to be taken to the hospital via ambulance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.